Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-03412. It was reported the patient experienced pocket heating while charging the ipg. In addition, the patient experienced a pressure ulcer at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2017 during which the ipg was explanted and replaced due to the pressure ulcer. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-03412. Follow-up identified the patient received antibiotics to treat the pressure ulcer. The ulcer has thereafter healed. Effective stimulation was restored following the procedure.